Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. It was observed that the lead was no longer capturing in the atrium however continued to sense well. The patient has complete heart block however only paces less than one percent of the time in the atrium. The physician decided since the patient does not use the lead and is asymptomatic that no further intervention will be performed at this time. No adverse patient effects were reported. This product remains in-service.